Event description:
It was reported that the programmer could not be turned on. It was later reported that when opening the programmer the display screen was not clear and it was moving. It was also not possible to interrogate implantable devices because of header connection issues. The programmer was later returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The image on the display screen was flickering. It was also noted that the bezel was cracked. The header connection issues could not be confirmed, a radiofrequency (rf) head was not returned with the programmer. The programmer was tested with a known good rf head and there were no connection issues. (B)(4).